Event description:
It was reported that atrial lead had noisy signals issues, likely due to insulation damage but was not confirmed. Patient was occluded on left side and given age of lead it was capped; a new device was implanted on the right side. No additional adverse patient effects were reported.

Event description:
It was reported that atrial lead had noisy signals issues, likely due to insulation damage but was not confirmed. Patient was occluded on left side and given age of lead it was capped; a new device was implanted on the right side. No additional adverse patient effects were reported.